Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : enhance concave impactor tip broken during impaction. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the concave impactor tip was found broken around the threaded area, confirming the reported allegation. The broken part was returned. The radel concave impactor tip fractured through the threads at interface of the distal flat where the mating metal impaction handle threads into. The location of the fracture in combination with observed thread damage and crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. The overall complaint was confirmed as the observed condition of the concave impactor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the inhance concave impactor tip broke during impaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "inhance concave impactor tip broken during impaction." The product was not returned to depuy synthes, however photos were provided for review. See attachment (concave impactor tip). The photo investigation revealed that device 620510103, concave impactor tip was broken around the threaded region of the impactor. The radel concave impactor tip fractured through the threads at interface of the distal flat where the mating metal impaction handle threads into. The location of the fracture in combination with observed thread damage and crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 620510103, concave impactor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "enhance concave impactor tip broken, during impaction". The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that device 620510103, concave impactor tip was broken around the threaded region of the impactor. The radel concave impactor tip fractured through the threads at interface of the distal flat, where the mating metal impaction handle threads into. The location of the fracture in combination with observed, thread damage and crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load, during impaction. On the basis of these observations, the potential cause is traced to unintended use error, due to uneven force applied, during impaction. No material or manufacturing defects were observed, that could have contributed to the observed fracture. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the device 620510103, concave impactor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.